Manufacturer narrative:
During 2022, livanova was informed of other similar events involving a different sump lots. Iin the instruction for use of the suction sump su-20x02, there is the following warning: ¿do not place the suction sump through the leaflets of a valve as damage to the valve may occur¿. Therefore, placing the su-20x02 through the mitral valve is considered an off-label. To prevent reoccurrence, livanova has concluded to enhance the visibility of the above warning by repeating the warning also in a label applied to the peel pouch/primary sterile barrier. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.10. Livanova USA manufactures the sump cannula. The incident occurred in USA. The involved device has been requested for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA has received a report that, during a procedure, the tip of a sump cannula became entangled in the patient's papillary muscle. Medical team cut the cannula out to remove it from the patient. There was no injury to the patient.